Event description:
Port was not flushing but would draw back blood. Upon further investigation, it was determined that the ICU medical microclave clear neutral connector was malfunctioning and the inner portion of the microclave was kinked. Both of the microclaves were replaced and the port was then functioning properly. Multiple lot numbers involved. Pt: 4582. Device: 2588; 4012; 3009. Reference reports: mw5175605.